Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sudden ventricular tachycardia during the implant procedure of the right ventricular (rv) lead. External defibrillation was carried out. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.